Event description:
It was reported that during cardiopulmonary bypass surgery, the cardioplegia pump did not stop running. The unit was not changed out and the surgery was completed successfully with no injury to the patient.

Manufacturer narrative:
The membrane switch was returned and had residue on it but operated as intended. Ultimately, the device was tested and the reported issue device could not be duplicated. The device operates as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.